Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm, , this coil would not detach with using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) but it was detached after maneuver. It was reported that after microcatheter and guide wire reached to the location, the reported coil was selected. After hydrated the coil, it was entered in the microcatheter and be pushed into the aneurysm. The coil was decided to be released after the adjustment, the coil was not released normally after breaking the release point at the proximal end of the push wire (manual release). The release wire was completely removed from the pushwire, but the coil still not released. Then the guidewire knob was used to knob the pushwire, and finally the coil was broken in the micro catheter. The coil was implant at the intended location after pushing through other coil into the aneurysm and continued surgery until the end.. It was reported the physician did not used instant detacher to detach the coil and directly used manual method to detach the coil. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of ¿non-detach¿, could not be confirmed but clinical observation regarding ¿premature-detachment¿, was confirmed. As received, axium coil pushwire returned without implant coil attached as implant coil was implanted in the patient. The axium coil pushwire was found broken on its proximal end with the proximal tip containing the tack weld replacement (twr) crimps missing. The pushwire was found bent at multiple locations from the proximal end. In addition, the pushwire appeared to be twisted from the proximal end. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be stretched. The retainer ring appeared to be damaged and ovalized. The lot history records of the retainer ring were reviewed, and no quality issues were noted. The implant coil, the proximal tip of the pushwire, and the release wire were not returned; therefore, any contributing factors from these could not be assessed. Per initial reported event description, the customer failed to utilize an instant detacher as directed in the axium coil instructions for use (IFU). Additionally, the customer did not break the pushwire as directed in our IFU for manual detachment. The pushwire was found to be intact distal to the break indicator. It is possible that the rotating of the pushwire led to a twisted pushwire which subsequently caused the release wire movement to be restricted when pulled back. The restricted release wire likely led to resistance in pulling back the coin from the lumen stop. It is possible that the implant coil detached due to the pulling back of the coin from the lumen stop, or due to the ovalized retainer ring. All products are 100% inspected for damage and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warnings: ¿do not rotate the implant delivery pusher during or after delivery of the coil into the aneurysm. Rotating the delivery pusher during or after coil delivery into the aneurysm may result in a stretched coil or premature detachment of the coil from the implant delivery pusher, which could result in coil migration.¿ if information is provided in the future, a supplemental report will be issued.